Event description:
On (B)(6), 2009, brainlab internally detected that the CT-based brainlab hip CT navigation software 3.5.1 might display an incorrect antetorsion value when the broaching feature is used. There has been no pt injury reported by any hosp regarding this rarely used software feature, however, a risk to pt health could not be excluded. To the best of brainlab's knowledge no user in the (B)(6) has used the broaching feature in question of the affected software version until this point of time. The root cause and the according corrective action decision from brainlab's investigation was concluded on (B)(6), 2008.

Manufacturer narrative:
There has been no pt injury reported by any hosp, however, a risk to pt health could not be excluded. To the best of brainlab's knowledge no user in the (B)(6) has used the broaching feature in question of the affected software version until this point of time. Summary of eval: this potential problem was detected by brainlab internally by eval of the device design. Corrective and preventive action: field safety notice / product notification, software update for the potentially affected customers. (B)(4).